Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 37 mg/dl. The customer was reported damage on the battery tube side of the pump. The customer visited to emergency room/ emergency medical service and then treated in hospital with glucose fluid (glucagon) and also assisted by immediate family member during this event. The event involved product(s) mmt-332a, mmt-1884l, mmt-244a. Troubleshooting was performed and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event or not. It was unknown whether the auto mode feature was used at the time of the event or not. The reported damage on pump was affecting or impacting the functionality of pump. It was confirmed that the physical damage on the pump was not related to the retainer ring. No further patient complications were reported. The customer will discontinue the use of the pump and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-244a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.